Event description:
Six pts have presented with redness and swelling adjacent to the introducer entry site. This occurred about two weeks after placement. Anti-biotic therapy was successfully administrated.